Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampons fall apart [device breakage] case narrative: consumer reported via e-mail that the tampons are falling apart during removal. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampons fall apart [device breakage] case narrative: consumer reported via e-mail that the tampons are falling apart during removal. No injury reported.